Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the atrial lead exhibited undersensing. The lead was reprogrammed and the patient would continue to be monitored.